Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- berna bayram acar a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cs100 intra-aortic balloon pump (iabp) had screen corrupted and noisy. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1(event site name). A getinge field service engineer (fse) inspected the unit and the screen socket connections of the device have been checked and it has been re-assembled to the device. The fse reported no problem found with the image displayed on the unit screen. The unit was delivered in working condition and is suitable for clinical use.